Manufacturer narrative:
Compromised force sensor system alarm during prime/compromised force sensor system test due to moisture damage force sensor resistor. Drive support disk was inspected and no anomaly was noted. Minor scratched lcd window, cracked case near display window corners, and cracked reservoir tube lip were noted.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. Customer's blood glucose level was 109 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.